Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that it was reported that the ins had eroded through the skin, had broken the skin and was oozing out. This started about 2-3 months ago and patient had revision surgery about 2 weeks ago to move the ins. The patient was attempting to activate MRI mode but encountered an "internal device lost all data" message. The patient was redirected to their healthcare provider to further address the issue. The patient has an appointment on monday and was requesting a rep to be present to reprogram their device. No further complications were reported/anticipated at this time.